Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. In addition to oral medication (type and dose unspecified), the patient stated, she also manages her diabetes with diet and/or exercise. However, it is not clear what action, if any, the patient took in response to the alleged meter issue. The patient denied testing her blood glucose with another device. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of nausea, shaking, and dizziness the following day and the patient reportedly consumed food and/or drink as self-treatment. At the time of troubleshooting, the csr verified the patient was using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strip (at the time the alleged issue occurred), and the subject meter turns on manually with the power button and also with the test strip. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.